Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not using antibiotics pre-operatively have been ruled out. However, the patient is a poor surgical risk as they have multiple autoimmune diseases, elevated bmi, and poor circulation. Additionally, a surgical issue was identified as the incision site was not irrigated with an antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is attributed to two identified root causes: -patient is a poor candidate due to health, weight, age, or mental capacity as the patient has multiple autoimmune diseases, elevated bmi, and poor circulation (user error-clinician). -surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the receiver site, which was red and warm to the touch. Antibiotics were prescribed and an explant procedure was scheduled for (B)(6) 2026. The explant procedure was cancelled due to the patient being in the hospital for reasons unrelated to the curonix device. As of (B)(6) 2026, the wound seems to be completely healed and fine. No further information is available at this time.

Event description:
The patient reported an infection at the receiver site, which was red and warm to the touch. Antibiotics were prescribed and an explant procedure was scheduled for (B)(6) 2026. The explant procedure was cancelled due to the patient being in the hospital for reasons unrelated to the curonix device. As of (B)(6) 2026, the wound seems to be completely healed and fine. Additional information was received on march 11, 2026. An explant procedure was performed on (B)(6) 2026. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not using antibiotics pre-operatively have been ruled out. However, the patient is a poor surgical risk as they have multiple autoimmune diseases, elevated bmi, and poor circulation. Additionally, a surgical issue was identified as the incision site was not irrigated with an antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is attributed to two identified root causes: -patient is a poor candidate due to health, weight, age, or mental capacity as the patient has multiple autoimmune diseases, elevated bmi, and poor circulation (user error-clinician). -surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.